Manufacturer narrative:
The device and electrode fragment were returned and evaluated and passed all functional testing. A review of the device history record was performed and no non-conformance was noted during manufacturing that would have caused or contributed to the reported event. The most likely cause of failure was excessive manipulation and handling of the device with instruments.

Event description:
A small piece of the electrode was reported to have fractured and separated from the device. It was retrieved. The case was successfully completed with the same device. There was no patient injury.